Event description:
This complaint is from a data use agreement (dua). The dua summarizes 13 patients that were implanted with va-lcp periprosthetic proximal femur plating system. Implantation was between (B)(6) 2021 to (B)(6) 2024 at hospital. All patients had the implants placed for treatment of proximal periprosthetic femur fractures. Patient ID #(B)(6) (70-year-old female) ¿ required surgical debridement 4 weeks post operation due to infection secondary to a hematoma after anti-coagulation therapy. No implants were removed. The patient went on to achieve bone union at final follow up and was ambulatory with a cane. The hematoma and infection were noted to be related to the procedure. This report is for unknown cable/wire.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d1, d2, d3, d4, g4 - 510k: this report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.